Event description:
A journal article was received which contained information regarding implantable right ventricular (rv) leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were lead dislodgements noted and there was one lead explanted for an unknown reason. The article also stated that a ¿significantly greater time was required to place the lead in the right ventricular high septal (rvhs) position.¿ the status of the leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. The gender of the baseline characteristics is male and the baseline age is 74 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: effect of right ventricular pacing lead site on left ventricular function in patients with high-grade atrioventricular block: results of the protect-pace study. European heart journal. 2015;36(14):856-862. (B)(4).